Event description:
A user facility reported that during insertion of an intraocular lens (iol), resistance was noted and the iol was delivered swiftly into the eye. At a postoperative visit, the haptic was noted to be completely cut and in the anterior chamber. The surgeon performed an additional surgical procedure to remove the haptic only. The iol remained implanted. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. This report was mailed to FDA on: 09/04/2009.